Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are receiving a replace battery now alarm and a power error alarm. Their blood glucose was unknown. During troubleshooting for the replace battery now alarm, the customer reviewed their alarm history and they said that they did not receive a low battery alert before the replace battery now alarm and that a new battery did not resolve the issue. They received a power loss alarm. During troubleshooting for the power loss alarm, the pump was not alarming at the time of the call. They were advised that a power loss alarm occurs if the battery is out of the pump for greater than 10 minutes. They weren¿t sure if pump was without power for over 10 minutes because he was sleeping and woke up to the battery being dead. They have not received multiple power loss alarms when the battery was out of the pump less than 10 minutes. The insulin pump is not being returned for analysis.